Manufacturer narrative:
This record is a consolidation of records summarized as part of FDA¿s voluntary malfunction summary reporting program. 5 devices were returned to resmed/ resmed authorized service centers and evaluations confirmed the reported complaints. Of the 5 reported complaints with device returns: 4 were resolved with a main circuit board replacement; 1 was due to a software issue. All devices were serviced and fully tested before it was returned to the customer. 1 device was not returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
This report summarizes 6 malfunction events where it was reported to resmed that astral 150 devices did not power on. There was no patient harm or serious injury reported as a result of these incidents.